Event description:
Received a copy of the customer's maude report from the FDA which states, "gravida: 4, para: 3, 39.3 weeks of gestation. Patient admitted to labor and delivery for contractions at 5 cm and augmented with pitocin. Pitocin started at 0506am at 1 m/u, at 0508am pump noted to be dripping at a faster rate. Pitocin discontinued, md notified. Md at bedside at 0517am to review fetal tracing. Orders received for fluid bolus and to continue fetal monitoring. Pump was not sequestered and is not available for return." Reference to 1 m/u is presumed to indicate milliunits. An incomplete date of event of xx-oct-2018 was provided. There were no symptoms reported but the pump was observed over infusing. The unknown fluid bolus was ordered as a precautionary measure. Although requests have been made, no other information provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's maude report from the FDA which states, "gravida: 4, para: 3,(B)(6) of gestation. Patient admitted to labor and delivery for contractions at 5 cm and augmented with pitocin. Pitocin started at 0506am at 1 m/u, at 0508am pump noted to be dripping at a faster rate. Pitocin discontinued, md notified. Md at bedside at 0517am to review fetal tracing. Orders received for fluid bolus and to continue fetal monitoring. Pump was not sequestered and is not available for return." Reference to 1 m/u is presumed to indicate milliunits. An incomplete date of event of (B)(6) 018 was provided. Although requests have been made, no other information provided.